Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the bile duct during a procedure. According to the complainant, during the procedure the physician attempted to crush a stone of unknown size by using an alliance handle in conjunction with the lithotripter compatable basket, however, the basket handle broke. The basket was removed by crushing the stone with another lithotripter and thus completing the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event of handle broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.